Event description:
On 11/9/04, the patient contacted lifescan (lfs) alleging that his one touch ultra meter was meter inaccurately high with control solution. The medical affairs specialist (mas) spoke with the patient on 11/10/04. He stated that he had been getting higher than usual blood glucose readings on the reported meter for the last "week to week and a half". He was not taking diabetes medication during this time. He did not have symptoms of high or low glucose level. He went to his physician and was advised to contact lfs regarding his meter readings. No blood glucose test was performed at the physician's office. He obtained a control solution result of 143 mg/dl on the reported meter, and then contacted lfs. The customer care representative walked him through two consecutive control solution tests, which fell outside the specified control solution range. The patient did not allege harm. There is no indication that he experienced injury or medical intervention due to the meter. Based on the two consecutive failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced. The patient asked the mas if his meter could be used elevations of 11,000 to 13,000 feet. The mas advised him that product labeling states that the meter may be used up to elevations of 10,000 feet.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.